Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump gave a 'belt slip' error. The team used it for the remainder of the case as is. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: h3 & h6. The reported complaint could not be confirmed. The service repair technician (srt) could not duplicate the reported complaint. The pump jam and overspeed steps of the release testing were performed multiple times and no issues were observed. The srt replaced the drive belt as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.